Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported they received coolsculpting treatment to the flanks on (B)(6) 2023, on (B)(6) 2024 and was presented with paradoxical hyperplasia (ph). Patient had liposuction and lipocontouring.

Manufacturer narrative:
Correction to g.3 of previously submitted medwatch 3007215625-2026-00107. Date received by mfg should have been listed as 2/13/2026.

Event description:
Additional information was received that the patient received coolsculpting elite treatment to the flanks with curve 150 applicators on (B)(6) 2023, and (B)(6) 2024.